Manufacturer narrative:
B3: estimated as 10/26/2023 as the published date for the article is noted as 26 october 2023. Citation: sun, j.; zhang, r.; yang, m.; li, w.; zhang, p.-p.; mo, b.-f.;wang, q.-s.; chen, m.; li, y.-g. Combined radiofrequency ablation and left atrial appendage closure in atrial fibrillation and systolic heart failure. Diagnostics 2023, 13, 3325. Https://doi.org/10.3390/ diagnostics13213325.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via a retrospective article following 802 patients who had the watchman laa closure device implanted in the left atrial appendage closure (laac) ablation registry who underwent concomitant laac and ablation and also had systolic heart failure. Procedural complications were reported in a total of 6 patients. 4 patients experienced acute decompensated heart failure, 1 pericardial effusion not requiring pericardiocentesis, and one air embolism. 3-month post-procedural imaging evaluation of patients who underwent the combined procedure was also performed. 3 patients had a device related thrombus (drt), and 13 patients had peri-device leaks </= 5mm. With an average of 27.4 +/- 7.5 months follow-up, 1 stroke and 1 major bleeding were observed, and rehospitalization was observed in 4 patients.